Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047, analyzer; product ID 2067l, rf (radio frequency) head. (B)(4)

Event description:
It was reported the screen was frozen and the stylus was not working. The programmer was returned for repair. There was no patient involvement.